Event description:
Reported pt became lethargic after 22 minutes of a pca fentanyl infusion. Treatment was provided with oxygen and narcan intravenous administration. Physicians order was for 2500 mcg of fentanyl in 50ml of solution to run at 25mcg/hour with a bolus of 10mcg every 30 minutes. Customer requested evaluation of the device log. Data from the pcu event log indicates that following pca programming occurred during the time period in question (2007 12-1am): at 12:24 am, the pca module was selected and a bd 50 was selected from the syringe menu. According to the log, the syringe contained 48.5024 mls. Drug ID 134 (fentany pca27-39.9 kg __mcg in __ml) was selected from the guardrails library and the following parameters entered: drug amount = 50 mcg, diluent = 50 ml, pca + continuous mode, pca dose = 10 mcg (10 ml), lockout = 30 minutes. After completion of the programming the infusion was started. At 12:34 am, the first pca dose was requested and delivered. At 12:39 am, the pca module was selected and paused. At 12:46 am, the pca module was turned off and not used again.

Manufacturer narrative:
Manufacturer's report date: 4/24/2007. File no: 300189602. Based on what was reported as the desired concentration of 50:1 (2500 mcg/50 ml), the incident occurred due to the user programming a concentration of 1:1 (50 mcg/50 ml). No further investigation is desired by facility. Pt info requested and all available info is included in sections a and b. This report was filed by the manufacturer.